Event description:
It was reported that the surgeon implanted an intraocular lens (iol) and saw a scratch on the optic, therefore, the surgeon had to remove the lens. No patient harm occurred. No other information was provided.

Manufacturer narrative:
Pt. Info.: information unknown/not provided. If implanted; give date: the intraocular lens was inserted and removed during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional info: through follow-up, it was learned that another johnson & johnson zcb00 lens (different model and 10.0 diopter) was successfully implanted as a replacement in the right eye. There was no vitrectomy, incision enlargement, or sutures required. The lens was discarded. The patient was doing good post-operatively. No other information was provided. The following sections have been updated accordingly: section a2: age/date of birth: (B)(6) 1941 section a3: sex/gender: female section a4: weight: 71.1kg section a5: race: white section h6: health effect - impact code: 4631 section h6: type of investigation: 4115 all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.